Event description:
It was reported to boston scientific corporation that a lynx system was used during a sling placement procedure in 2009. According to the complainant, after the procedure, the patient presented with feces leaking from the incision. It was discovered that the intestine was perforated during the procedure. The physician repaired the damage, there were no other patient complications and the patient's current condition was reported to be "fine".